Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented for an implant procedure. During the procedure, after implanting the right ventricular (rv) lead. It was noted, that the lead exhibited high capture thresholds. The lead was not used and another lead was implanted. While attempting to implant the right atrial (ra) lead, it was noted, that the lead was unable to be fixated in the right atrium. The lead was not used. And another ra lead was attempted to be implanted, but was also, unable to be fixated in the right atrium. It was then noted, that the patient experienced discomfort. Angiography was performed and revealed, a perforation of the superior vena cava. The atrial implant was abandoned. The patient was in stable condition.

Manufacturer narrative:
Correction: section g3 ¿ the awareness date for the first supplemental report should have been 17 jan 2025 instead of blank.

Manufacturer narrative:
The reported events were cardiac perforation and unable to implant. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing was normal.